Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis. The cause of peritonitis was a break in aseptic technique; the hp did not wash their hands. The hp was treated with fortaz ip for 21 days (dosage unknown). The hp was reported to be recovering and was retrained on proper aseptic technique.